Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation and results. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised on a left hip due to periprosthetic fracture.

Event description:
It was reported that patient was revised on a left hip due to periprosthetic fracture.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.